Event description:
It was initially reported that pt was going to have a generator replacement due to unk reason. Further info from the date of surgery revealed that once the generator was replaced, the surgeon got high lead impedance with the new generator. Surgeon took out the new generator and tested the generator with a test resistor and got diagnostic within normal limits. Pt was having a prophylactic generator replacement. Surgeon indicated that he tried re-inserting the pin several times and it was confirmed that it was fully seated into the generator but he still got the same high lead impedance results. Surgeon could not replace the lead that time since the old lead was fully encased in scar and he couldn't remove the lead. Surgeon presumes the reason for high lead impedance is due to development of scar tissue. However, pt's programming history was checked with the old generator and it was observed that pt has had high lead impedance since 2006. Good faith attempts to obtain additional info have been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.